Event description:
A malfunction alarm 20 was reported on a pump during the load process. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in loading a new cartridge, but the issue persisted, prompting the decision to replace the pump. The customer opted for a backup therapy using multiple daily injections (mdi) and was advised to return the faulty pump using a provided pre-paid label. Instructions were given on how to put the pump into storage mode before returning it, which the customer acknowledged.